Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker appears to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting faster than expected. Device replacement was recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient¿s health condition has improved and the patient no longer needs pacing therapy. No intervention is planned at this time and the patient will be monitored.